Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect exam was sent to the manufacturer for evaluation. Medtronic personnel found that the reported issue was in relation to the protocol used in making the disc as others exams worked as designed on the navigation system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive when attempting to load an exam. The reported issue occurred when selecting an unstructured alternate module. The site restarted the system three times prior to asking for a new exam. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: during in-house testing, issue was able to be replicated and an error message appeared saying it was unable to download completely. Due to the inability to import the exam on several systems, it was determined that the media was bad. As previously reported, software is functioning as designed.

Manufacturer narrative:
If follow-up, what type? Correction: there was a reported delay to the procedure of greater than one hour due to this issue.